Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. The root cause of this complaint cannot be determined or confirmed as the device was not evaluated. Mvi ref.: (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission.

Event description:
It was reported that during the treatment of a subarachnoid hemorrhage (sah), the fourth embolization coil was being positioned, but the microcatheter position was not desirable. The coil was re-sheathed and the catheter was repositioned. The coil was re-advanced and deployed, however a portion of the coil remained in the microcatheter. An attempt was made to push the coil using the delivery pusher however resistance was encountered. The coil appeared to be stuck in the catheter and potentially broken. An attempt was made to remove the catheter, however the coil mass started to herniate in the parent artery. Following multiple attempts, the coil was pushed in the aneurysm successfully using the delivery pusher. A new microcatheter was placed and additional coils were deployed successfully. The patient was reported to be stable and recovering well. The patient was reported to be (B)(6).